Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson, vision has been submitted.

Event description:
It was reported that patient had lasik procedure and it resulted in vertical gas breakthrough in patient¿s right eye on (B)(6) 2018. The intralase procedure was completed but the flap was not lifted. No bandage contact lens was placed. The patient is to return in 2 to 4 weeks for photorefractive keratectomy. Preop best corrected visual acuity (bcva) 20/20 right eye.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson, surgical vision has been submitted.